Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that mini arc sling was implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh, bard mesh and ams miniarc was implanted on (B)(6) 2008 along with concurrent transvaginal hysterectomy, bilateral salpingo-oophorectomy, anal sphincteroplasty, rectocele repair with graft, sling urethropexy, cystoscopy with calibration repair of incarcerated umbilical hernia due to complex uterovaginal prolapse with a urinary and fecal incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and dental decay. It was reported that the patient underwent mesh release, cystoscopy and interstim stage I and ii placement on (B)(6) 2009 due to urinary urgency, frequency and incontinence. It is reported that the patient underwent removal of interstim device and wound debridement on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.